Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, patient reported his blood glucose has been running higher for approximately 10 days. He states his normal range is around 100-120 mg/dl, and if his blood glucose is elevated it only takes about an hour to bring it back down after bolus. Patient reports over past ten days, his blood glucose has been consistently around 180-200 mg/dl, and it takes about 3-4 hrs to bring it back down after bolus. Patient states, he has had no error messages or infusion device concerns during this time. Patient cannot recall last time he changed adapter; advised proper change of adapter. Insulin cartridge installed directly from refrigerator, advised patient allow insulin to first warm to room temperature. No leaks, blockages, or occlusions at any time. Patient confirmed basal rate profile and last bolus performed are correct. Patient states, he has not skipped any meal boluses. Patient states that infusion device is performing properly, insulin amounts are being delivered as expected. Patient states, he was laid off from work just prior to when higher blood glucose readings began. Advised patient on how increased stress may play a role in increased blood glucose readings. Advised patient to speak with physician regarding this concern. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.